Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a3; g3; h2; h3; h6 reported event was unable to be confirmed. Product was not returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Manufacturer narrative:
(B)(4). Report source (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the drill bit broke while drilling screw holes in the acetabulum. There was no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.